Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken output connector assembly. It was also noted that both display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg has been returned for repair. There was no patient involvement.